Event description:
It was reported that a patient experienced an asystole event, but no asystole alarm was reportedly detected at the bedside monitor or at the mvws (multiview work station). No patient injury was reported.

Manufacturer narrative:
Draeger is still investigating this reported incident. A follow-up report will be submitted as soon as the investigation is completed.